Event description:
Previously the patient had a stent implanted in the right coronary artery (rca). Percutaneous coronary intervention (pci) was being performed for in-stent restenosis (isr) of a 90% stenosed lesion with moderate tortuosity in the rca. The rca was pre-dilated and the intravascular ultrasound (ivus) catheter was used to image the lesion. A stent was implanted in the lesion and the ivus catheter was used to image the placement. The stent was post-dilated and the ivus catheter was used once again. Upon removal of the ivus catheter from the patient, the physician noticed the tip had detached from the ivus catheter. It was reported that no resistance was noted during the use or withdrawal of the ivus catheter. The detached tip was found near the y-connector of the guide catheter and was retrieved. The procedure was completed with another ivus catheter. The patient's condition was reported as "good". Same event as MFR report #2134265-2009-06481 for the stent.